Event description:
New information received notes a reoccurrence of post sensed t wave oversensing.

Event description:
New information notes that programming changes were made on the implantable cardioverter defibrillator (ICD) and there were no patient consequences.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post sensed t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.